Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which the nurse reported fault that the set loaded kept coming out over night while in use was confirmed but not reproduced. The root cause of this condition was determined to be the pump module unit. The pump module unit was replaced to correct the condition. This device is a colleague pump with a user interface module software version of 8.11.00. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that this is the first reported occurrence for this reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump with the loaded set that kept coming out while in patient use overnight. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.